Event description:
It was reported that a pt was "completely incontinent post op and never recovered". The physician states, "I am not sure why it happened; maybe the pt had an intrinsic sphincter deficiency" prior to the surgery. Pt/user outcome: pt is incontinent and has not recovered."

Manufacturer narrative:
No info is available regarding serial number of the laser used; the doctor believes it was a 120w system (hps greenlight laser system).